Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had difficulty recharging sicne implant, getting coupling boxes filled in black. Today the most boxes they got was 2. Sometimes they get 6 or 8, but most of the time it's difficult to get any. It was the reported the ins can be lower, depending on the patient's position. It was also noted that the vest (belt) was worthless and that it was damaged. They couldn't get it tight enough since the patient was small, they'd been using a pillow case to hold it instead of the vest. Also, it was noted the insr was confusing and difficult to use and read. It was reported it is difficult for the parkinson's patient to use the insr. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient¿s ins was low and ¿having issue¿. The reporter was unable to get any recharge coupling boxes and, with the use of the antenna locate (al) feature, was able to get 58 but no boxes were shaded. The consumer also mentioned the previously reported issues. It was noted that the consumer did have a new antenna and it was reviewed to try using this to see if it resolves the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's ins recharger (insr) was not charging to completion. The device had not said "on" for the past couple of days. There was an issue with fluid building up causing it to be hard to charge. They further indicated the ins seemed to be shifting around and was a little deep. There was also scar tissue. The patient was sent adhesive discs to assist their recharge in the future. No further complications were reported as a result of this event.